Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 240 mg/dl and it was addressed with a bolus. Reportedly, the customer would continue to use the pump until replacement pump is received.